Event description:
Customer reported system displayed "iris too large" error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed beam and collimator alignments. System operates as intended.